Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off by itself, which resulted in a loss of therapeutic effect. The ins began turning off after exposure to a metal detector wand at a court house three times in 30 minutes. The patient also indicated that electrical storms affected the ins. The patient noted that when she changed programs, the new program showed that stimulation was off even though it was on before. Also, the company representative had difficulty syncing the clinician programmer two weeks ago. At that time, the leads were still in place. Follow up information indicated that the patient had a urinary tract infection, which contributed to the symptoms, but the ins seemed to be "working better." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3093-28 lot#: v556131 implanted: (B)(6) 2010 explanted: na; programmer model: 3037 serial#: (B)(4).